Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that high blood glucose of over 500 mg/dl was experienced and would like to troubleshoot insulin pump to make sure everything is working properly. Customer's blood glucose was 451 mg/dl at the time of the phone call. Customer declined to check their settings or their pump programming. Troubleshooting advised customer to monitor the pump and to follow up with doctor regarding the high blood glucose and possible site issues. Customer was also advised to change out reservoir and infusion set and to call back if customer wants to perform a high pressure test.